Event description:
Per cnss follow up, pt previously reported pump alert for down stream occlusion for pump serial number (B)(6). Cnss provided troubleshooting and determined this does not seem to be a line or cassette issue. Pump replacement is requested; pharmacy will dispense. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin IV dose: 40ng/kg/min. Did the reported product fault occur while in use with a pt? - yes; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved. Diagnosis for use: pulmonary arterial hypertension.